Manufacturer narrative:
The investigation has been reopened because the product has been received. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Issue/event details: physician reported that during the surgery procedure the edge of product cracked .

Manufacturer narrative:
The initial review of the information made available to the investigation found the product was to specification at the time of manufacturing. This information has been sent for further investigation to the ceramic supplier. The supplier will carry out further in-depth analysis to assist in the determination of the root cause. The investigation shall be closed with an interim report and be reopened when the suppliers report is completed. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Conclusion and justification status: the complaint states physician reported issue with product. According to physician delay was not more than 30 minutes and to procedure completed he used another one product the same type . Issue/event details physician reported that during the surgery procedure (on (B)(6) 2016 )the edge of product cracked . According physician the procedure was conduct with compliance with the operational technics. The initial review of the information made available to the investigation found the product was to specification at the time of manufacturing. This information has been sent for further investigation to the ceramic supplier. The supplier will carry out further in-depth analysis to assist in the determination of the root cause. The investigation shall be closed with an interim report and be reopened when the suppliers report is completed. Addendum added 09 aug 2016: the complaint was reopened as the supplier report was received which states protocols and certificate of conformance were reviewed. The quality documents show that the values obtained on the part were according to the specification valid at the time of production. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. Addendum added 05 oct 2016: the complaint was reopened as the devices were returned. This has now been forwarded to the supplier for evaluation. Once the supplier report is received the complaint shall be reopened and updated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.